Event description:
It was reported that two weeks post implant, the atrial lead was found to have no pacing capture and intermittent p wave sensing. The lead was determined to have dislodged. The lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.